Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode alarms) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the trunk cable. The root cause for the open pulse wire was excessive force on the cable. Device evaluation of battery pack sn (B)(4) was completed. The reported problem (won't hold charge) was confirmed. Upon investigation the battery was unable to recharge or power a monitor. One of the battery tri-cells was excessively discharged. The root cause for the excessively discharged battery tri-cell could not be positively identified. No adverse event resulted from the open pulse wire or defective battery pack..

Event description:
A us distributor returned electrode belt sn (B)(4) and battery pack sn (B)(4). The patient using this electrode belt was receiving frequent check therapy electrode messages. Additionally, the patient reported that the battery was not holding a charge.